Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported patient had sudden increase in stimulation when the tv remote was being used or if they are using their cell phone. Manufacturer representative reported the patient indicated that they feel stimulation increase even with the clinician programmer just touching patient and not any programming taking place. Stimulation increase was being felt from their feet to their thigh. On (B)(6) 2016 e1a (rep) additional information was received. Manufacturer representative reported sitting with the patient and every button pressed on the patient's phone they indicated they felt a "surge" of sensation. Patient's settings was changed to a very high frequency, low pulse width. It is unknown as to why patient was having an increase of stimulation when using tv remotes, texting on phone or turning on stove.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.